Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient's peritoneum and had to be retrieved with laparoscopic forceps.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The tip cover accessory was placed on an in-house mcs instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument tips opened and closed properly. The tip cover accessory remained tightly in place and did not fall off. The tip cover accessory fit completely on the mcs instrument, covering the orange tube extension. There was no bulge at the proximal end of the fit. No product issue was identified.

Event description:
Refer to h11 for follow-up information.